Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during an intraocular lens (iol) implant procedure, a scratch was noted on the lens after insertion. The lens was removed and a new lens was implanted without incident. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
Additional information provided in h.3, h.6 and h.10. The complainant indicates the use of company cartridge, which is not qualified for use with associated iol model. While we are unable to determine the origin of the reported complaint, our observations reasonably suggest that it is not manufacturing related. Based on the information provided by the customer, the most likely root cause is failure to follow dfu, as the customer states the use of non-qualified combination. The use of nonqualified combination may result in delivery issues and/or damage the manufacturer internal reference number is: (B)(4).